Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture cannot be determined. The tube was discarded and therefore unavailable for failure investigation.

Event description:
The caller stated that they could not deflate the cuff on a dct tracheostomy tube. The caller was the mother of the pt calling from home. The size of the tube is unk, and no lot number or expiration date was available. The tube had been in use for 3 weeks, and they were trying to deflate the cuff in order to have the pt use a speaking valve. They cut the pilot balloon line and then used a syringe to remove the air, and the caller stated that this worked. This issue required recannulation that was not a part of the pt's regular tracheostomy tube changing schedule.